Manufacturer narrative:
(B)(4).

Event description:
It was reported the device programmer provided an incorrect device longevity estimate. An in-house calculation discovered the actual device longevity estimate which was under of that reported by the merlin programmer. The device was reviewed and did not experience any recent high voltage therapies. It was possible the incorrect battery longevity calculation was based on the formula used during this depletion stage. The patient was asymptomatic throughout the check-up and will continue with normal follow-ups.